Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. During troubleshooting with tandem technical support, the location of the blockage was unable to be identified. Customer's blood glucose was approximately 250 mg/dl. Reportedly, the customer resolved the alarms by changing the cartridge and infusion set to resume insulin therapy.